Event description:
On (B)(6), 2014 the patient was implanted with an ascenda catheter. The same day of the implant the manufacturer notified the patient¿s physician that the catheter (serial number (B)(4)) was part of a suspect population of catheter revision kits that may have had endotoxin in excess of usp limits based on the manufacturer¿s weekly monitoring. The manufacturer notified the physician of the endotoxin monitoring result and explained, if endotoxin was in excess of usp limits, there was a potential for serious injury within the first hours after implant. The manufacturer also provided recommendations to the physician to ensure patient safety. The physician stated that the patient had been transferred to a skilled nursing facility after the implant procedure. The physician expressed confidence in the management of the patient and stated that he was going to call the nursing care facility to increase monitoring of the patient. On (B)(6) 2014 e-mails were received from the manufacturer¿s sales representative regarding direct communication with the physician indicating that the patient showed no signs of fever and continued to be stable with a smooth post-operative recovery. On (B)(6) 2014 an email from the physician stated the patient is doing great, happy, talking more, less pain and sites look excellent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).